Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: unknown healthcare provider. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath, guidewire, arteriotomy locator, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The temperature dot is activated on the header bag. The carrier tube and hemostasis sheath are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor from the device. The device is reset to rear lock position, posting the anchor on the device distal tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. Additionally, a picture of the device was provided. The picture shows the header bag of the device. One 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to have been used and contained the anchor in the device tip. The device was functionally tested and successfully deployed the device contents. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the anchor was found damaged once the device was removed from the package. Another new angio-seal was used to complete the procedure. Additional information was received on 24nov2025: the patient condition was stable.